Manufacturer narrative:
The bellatek® hybrid bar 5 implants, (B)(4) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation will be performed based on the available information of the item and lot number. The digital design files were reviewed and the images all appeared within normal limits. The drawing was provided and determined that the design of the bar was within design parameters. The bar was milled in 2011 and, therefore, in use for 8 years. No other patient factors/conditions were identified to be related with the reported event. It is unknown whether parafunctional habits of the patient caused or contributed to the fracture. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (1029137). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A lot specific complaint history review is not conducted for psp complaints. Patient specific products have a unique one time use lot number. Therefore, a lot specific history search for this complaint is not performed. October post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fractured bar) or device(s) (cshy05). Therefore, based on the available information, device malfunction and the reported event were non-verifiable. A definitive cause could not be identified. The following sections have been updated: b4: date of this report unique identifier (UDI) number date received by manufacturer, checked "follow-up," checked follow-up type, entered evaluation codes, added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Product evaluation report was reopened and updated to evaluate retuned product. Please find evaluation results below. A bellatek® hybrid bar 5 implants (cshy05) was returned for investigation. Visual inspection of the as returned product identified a fracture is the distal area. The digital design files were reviewed and the images all appeared within normal limits. The drawing was provided and determined that the design of the bar was within design parameters. The bar was milled in 2011 and, therefore, in use for 8 years. No other patient factors/conditions were identified to be related with the reported event. It is unknown whether parafunctional habits of the patient caused or contributed to the fracture. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (1029137). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A lot specific complaint history review is not conducted for psp complaints. Patient specific products have a unique one time use lot number. Therefore, a lot specific history search for this complaint is not performed. October post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fractured bar) or device(s) (cshy05). Based on the available information, device malfunction did occur and the reported event was confirmed. A definitive cause could not be identified.

Event description:
Additional information received. Device was returned and evaluation results have been completed.

Manufacturer narrative:
Zimmer biomet (B)(4). Age: not provided. Patient weight: not provided. Event date: not provided. Initial reporter fax number: not provided. Device was not returned.

Event description:
It was reported that restorative dental bar (cshy05) fractured on the cylinder portion at the posterior right side. No surgical procedure was reported. Bar will be remake.